Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:19:43. During night drain cycle three, the patient's ultrafiltration reading was 1407ml, indicating the home patient (hp) drained 1407ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. This event is an ancillary event that was found during the servicing of the device. Review of the event log confirmed the reported iipv event. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain threshold. Should additional relevant information become available a supplemental report will be completed.